Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia, the insulin pump received failed battery test on insulin pump and a weak battery alarm. The customer¿s blood glucose was 510 mg/dl. The customer reported contacts of the battery are not missing or damaged. The customer states that the neither compartment nor spring are damaged or corroded. Troubleshooting was declined for high blood glucose. The device will not be returned for analysis.